Manufacturer narrative:
An event of hypotension, cardiac tamponade, and patient death was reported. Information from the field indicated that the perforation was due to the exchange wire before positioning the tavi wire. Abbott has requested the procedure imaging and operative notes but was not provided by the field that the reported death was related to the procedure, not due to the device. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications, including specification for radial force. A returned device assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Based on the medical review "the review is based on the information provided which does not include imaging or imaging reports. The patient developed hemodynamic compromise after the guidewire was placed in the lv (non-abbott wire per reports) but prior to tavi implant. Pericardial tamponade and hemodynamic instability resulted from the lv perforation. This lv perforation was confirmed by urgent open-heart surgery; there was a second perforation noted in the laa which was felt to be caused by attempts to place a percutaneous pericardial drain. Despite heroic efforts including mechanical circulatory support, the patient expired. This is a procedure death but not due to the navitor valve or delivery system."

Event description:
It was reported that on (B)(6) 2023, a 29mm navitor valve was selected for an implant. During deployment of the navitor valve the patient blood pressure dropped. After full deployment and good position of the valve the pressure dropped even more. Prior to deployment, the patient blood pressure was 110/50; end: 30 mmhg systolic.the patient needed cardiopulmonary resuscitation (CPR). Tamponade had been confirmed by transthoracic echocardiogram (tte) which was drained from pericardium. Nevertheless, the condition of the patient did not improve. Sternotomy was performed to stop the bleeding. A lesion of the left ventricle (small perforation) was sutured. Also a perforation of the left atrial appendage (laa) occurred due to the puncture ( for drainage). It is unknown if a treatment was done to close the perforation. Finally the patient was put on extracorporeal membrane oxygenation (ECMO) . The patient condition worsened and passed away. The cause of the death was perforation with exchange wire prior to positioning the tavi wire.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.